Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia and frequent infusion set changes after being advised to replace sets when high, which likely contributed to inadequate insulin delivery and persistent out-of-range glucose values; concurrent cgm readings were inconsistent with capillary measurements, and the device displayed a brief sensor issue notification. Symptoms included extreme thirst, lightheadedness, and excessive urination. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy. Investigation included technical review of use history, evaluation of reported infusion set handling, and user interview. Investigation of this case revealed user technique and early site changes as the most plausible contributors, with no evidence of device alarms or suspension and with cgm performance concerns referred to the cgm manufacturer. It was concluded that a device malfunction was not confirmed and that user practices and cgm variability were likely contributors; a goodwill shipment of infusion sets, cartridges, and connectors was arranged to maintain therapy continuity. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.